Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Left drive wheel is stuck up in the air. Possible locking gas cylinder out of adjustment.